Event description:
Healthcare professional reported via regulatory agency, left side "breast implant removal due to ruptured implants." Device explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare professional reported, via regulatory agency. Left side "breast implant removal, due to ruptured implants". Device explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.